Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the screen was blank white. It is suspected to be due to a loose wire. The wiring needs to be plugged into the board to make a full connection. No repairs were performed. The unit has been scrapped.